Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Expected results are 91-102mg/dl - fasting. Strip expiration date is 07/22/2018 and strip open date is (B)(6) 2016. Reviewed meter memory 79mg/dl (B)(6) 2016 12:50:00 pm fasting:yes; 79mg/dl (B)(6) 2016 12:37:00 pm fasting:yes; 79mg/dl (B)(6) 2016 12:54:00 pm fasting:yes; 137mg/dl (B)(6) 2016 06:11:00 pm fasting:yes; 85mg/dl (B)(6) 2016 10:56:00 pm fasting:yes. Memory concerns: with 79mg/dl. Customer called in complaining that the meter gave her the same result 79mg/dl 3 days in a row. She stores the strips in her bedroom. She is not on any medications for her diabetes. I had the customer run a blood glucose test and the result was 95mg/dl (nonfasting).